Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). The pump was requested back to the manufacturer site for a detailed investigation. Investigation results revealed that the device was working within specifications. Some dried fluid residues were found on the motor control board and in the internal part of the pump housing but it is uncertain if this may have contributed to the reported event. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump triggered an alarm at the start of the procedure. The problem did not recur and the procedure could be completed without further issues. There was no report of patient injury.